Event description:
It was reported that the procedure was to treat a lesion in the posterior descending artery. The 2.25 x 15 mm xience alpine stent delivery system (sds) was advanced, but became stuck in the guideliner. The devices were removed as a unit and a new alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.